Manufacturer narrative:
Brand name: spectrum turbo-ject double lumen minocycline/rifampin bedside power-injectable PICC (B)(4). Investigation: the reported used device was not returned to cook inc. For evaluation. A document-based investigation reviewed the following: instructions for use, quality control, device master records and manufacturing instructions. A review of the device history record of the finished product was unable to be performed as the lot number for the device was not available. With the known information from the device, there is no evidence to suggest there is any nonconforming product in house or out in the field. A complaint history search was also unable to be performed due to the lack of a lot number. A device master record (dmr) and labeling review was performed, and device drawings, qc procedures, and IFU/manuals associated with the complaint were identified. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. There is no evidence to suggest the finished product was not made to specifications. The review of the design history file (dhf) revealed all tested devices meet the acceptance criterion for specific testing requirements. The risks associated with these devices are acceptable when weighed against the benefits, and any potential risks have been minimized in accordance with the respective standards. Conclusion per the [quality engineering] risk assessment, no further action is required. Monitoring will continue to be performed for similar complaints. Based on the information provided, no product returned, and the results of our investigation, a definitive root cause could not be determined.

Event description:
It was reported a spectrum turbo-ject double lumen minocycline/rifampin bedside power-injectable PICC was being used to deliver vancomycin when it was found leaking at the insertion site of the PICC. The line was in situ for six (6) days and found leaking four (4) days after implantation. The line was pulled three (3) days later, replaced with a peripheral IV for 24-hours and then a central line (cvc). When the line was removed, the leak was determined to be a hole/slit and was located at the manifold-extension tubing connection. As reported, the patient did not experience any additional adverse effects due to this occurrence.